Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient reported that they fell on ice and landed on the ins site. Since then, the patient said it felt achy around the ins site and they felt some tingling where they normally didn't feel it, even when the therapy was turned off. The mentioned that they could still connect to the ins to adjust amplitude and turn therapy on or off, but they were concerned that they were feeling some tingling even when the therapy was turned off. The patient was redirected to their healthcare provider to further address the issue.